Event description:
Technical services received a call on 10/24/2011. This lead is part of a system removal due to generalized infection. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).